Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 device code a040103 captures the reportable event of biopsy cap fell into patient. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used with a speedband superview super 7 during an esophageal varices - ligation banding procedure in the esophagus performed for the treatment of esophageal varices on (B)(6) 2024. During the procedure, the cap of seal biopsy valve was detached when the physician placed the speedband ligation device onto the biopsy cap. The biopsy cap fell into the working channel of the scope and then inside the patient's body. The fragment was retrieved by the physician using forceps. It was reported that the metal rod of the speedband caused the detachment when it was seated onto the biopsy cap. The procedure was completed with the same original seal biopsy valve. There were no reported patient complications as a result of this event.